Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fractured taper. During the procedure, patient was converted to a total femur as a result of bone loss and a cold welded taper. A review of the invoice history confirmed the surgery date and which components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fractured taper. During the procedure, patient was converted to a total femur as a result of bone loss and a cold welded taper. A 90 minute delay occurred during the procedure. A review of the invoice history confirmed the surgery date and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06431/06433).